Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that the insulin pump was damaged. The insulin pump's case had cracks. A crack extended from the lcd screen to half way around the top. The battery compartment was also damaged. His blood glucose level was running high. The infusion set cannula was not bent but there was blood at the site. The reservoir was leaking into the insulin pump. The customer's blood glucose level was 390 mg/dl but after bolusing his blood glucose went up to 436 mg/dl. He treated his high blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.